Event description:
It was reported that the insulin pump had a big black smear on the display after it had been dropped. The blood glucose reading was 243 mg/dl. The customer stated that she could partially read the screen because half of it was smeared with black color. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display due to cracked and bleeding display glass. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.